Event description:
It was reported during in clinic follow up that the atrial lead exhibited under-sensing and noise. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of noise and under-sensing were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart. The reported events were isolated to the exposure of the outer coil in the abrasion zone.